Event description:
The recipient is reportedly experiencing skin flap breakdown and device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
The recipient will be reimplanted at a later date. The recipient's implant site healed following explant surgery. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.